Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During service/repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device had a drilled tip and the color ring was damaged. It was further determined that the device failed the visual assessment. It was determined that the issues were consistent with excessive force during use. The assignable root cause was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the craniotome device was not working. During in-house engineering evaluation, it was determined that the device had a drilled tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.